Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Total 3 products occurred suture breakage issue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/12/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: it was reported that the event date is july 10, 2025, and the alert date is august 14, 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Loc just received the complaint from hospital in (B)(6) 2025. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/13/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging were received for analysis. Product code sxpp1a400. During the visual inspection of the detached needle, the needle hole and swage area were noted with marks probably caused by a surgical instrument. The received suture was inspected, and one extreme was noted to be cut and the opposite extreme damage (crushed) near the swage area probably caused by a surgical instrument. This condition caused the needle to be detached from the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.